Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was report that a patient was receiving crrt, with a prismaflex circuit ,through the niagara double lumen catheter. The catheter was apparently in the right internal jugular site. The crrt machine allegedly started drawing in air at the access site. The nurse checked the connection of the crrt set, all tubing, and the connection at the site of the catheter. It was stated that the machine continued to draw in air through the access site. The nurse replaced the crrt set and examined the set for any connection issues or fault in the tubing. No alleged faults were found, no connections appeared faulty. Crrt was restarted, and ran smoothly for approx. 15 minutes, when air started to be drawn in from the access, at the lumen of the catheter. The nurse allegedly observed air bubbling coming from inside the catheter. The crrt treatment had to be stopped and the niagara catheter was removed. On 11-apr-18 additional information: there was no injury to the patient as the nurse acted to prevent any injury. The air was captured by the aeration chamber in the crrt tubing. Further air entered the system and crrt was discontinued. The catheter was removed. No replacement was done. The patient¿s crrt treatment was ended.